Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that post operative check revealed that this right ventricular lead had dislodged. This lead was repositioned successfully and remains implanted. No adverse patient effects were reported following the repositioning procedure.